Event description:
A patient implanted with a vns device called and reported that she had an infection at the electrode site. Further information was attained that the patient underwent a complete explant of their vns device on (B)(6) 2013. Additional information was attained on (B)(6) 2013 that their neurologist felt that the patient was scratching their incision site in her sleep, and when first evaluated their was no appearance of infection. The patient's seizures had improved with their vns therapy and was down from 20 seizures a week down to 2. The patient was scheduled for further followup with their surgeon on (B)(6) 2013. Information was received on (B)(6) 2013 that the patient was scheduled for explant (B)(6) as it looked like their generator was eroding through their chest wall. The surgeon was unsure whether this is being caused from the patient manipulating the device or from an infection. Clinic notes were received from the patient's visit on (B)(6) 2013, prior to their generator explant. Reporting the patient was last seen on (B)(6). At that time she was doing well. She has done well with the increased output current. The scar on her neck is healing. However, this morning she awoke and noted a significant problem with the scar at the stimulator site on her chest. She is concerned. There has been some erosion of the scar and she thinks she can see the stimulator breaking through the scar. There is an obvious erosion of the vagal nerve stimulator trough the scar or as a portion of the stimulator can be seen protruding from the scar. There is also some erythema and redness around the scar. The patient additionally reported that this past weekend she had back~to~back seizures for approximately 30~40 minutes. She reports the vagal nerve stimulator magnet stimulation would bring her out of the seizure however, she would then go back into a seizure without fully becoming awake and oriented. She reports in the past without the vagal nerve stimulator. She would have episodes of back~to~back seizures, which were more severe and longer lasting. She was given a prescription of diastat for her seizures .she is no longer bothered by the magnet stimulation or the vagal nerve stimulator current. She reported that she does have some new problems with the incision on the neck, though it is healing. She has some discomfort where the stimulator is placed in her chest. The scar on her neck was healing. There were some areas of new scar formation. There was no oozing, bleeding or pus. No signs of infection. Good faith attempts are underway for further details about the reported events.

Event description:
Clinic notes were received indicating that the patient wishes to proceed with reimplant and that the patient is doing well. Reimplant is planned.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
It was reported that the device was removed due to infection after patient manipulation of the incision. It was reported that the patient has healed well; however, the provider feels that she may have some psychiatric issues and is not sure if he will attempt re-implant. It was reported that the patient was responding well to vns therapy and experienced a decrease in seizures.

Event description:
Additional information was received that the patient was re-implanted.